Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection as well as perform a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.